Manufacturer narrative:
Device remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgical procedure. Sometime post-op it was determined that the patient may need to undergo a revision surgery for reasons not available at the time of this report.